Event description:
The customer reported to olympus that during a bronchoscopy with endobronchial ultrasound-guided transbronchial needle aspiration procedure, this single use aspiration needle broke and fell off. The needle was inspected at the start of the procedure and was used for approximately seven passes into the lymph nodes without any indication of an issue. On the last pass, it was noted that the needle tip was unattached from its shaft and in the lung tissue. The physician was able to retrieve it. The physician performed a complete airway inspection and post procedure chest x-ray. The procedure was completed with a similar device. The procedure was prolonged for approximately five minutes. The reported problem did not affect the diagnostic outcome of the procedure. There were no reports of patient or user harm associated with this event.